Event description:
Dear sir/madam, on (B)(6) 2016 I had emergency pci due to non st elevated myocardial infarction. During a pci, resolute onyx stent was implanted into my coronary vessel (lad). The stent was 3 mm in diameter, 38 mm length, pre mounted, no pre dilation. Success deployment - yes. After the procedure, I was placed on aspirin 100 mg/daily, ticagrelor 180 mg/daily for 12 months. After one year, ticagrelor treatment was discontinued and I was on aspirin 100 mg/daily only. On (B)(6) 2018, I had a stable angina event during my regular walking. On (B)(6) 2018 I had a pci which revealed a 90% in stent restenosis. I had successful pci and ultimaster - terumo stent 4 mm diameter, 12 mm length placement. I was placed on duo-antiplatelet therapy including aspirin 100 mg/daily and clopidogrel 75 mg/daily.